Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix mesh. Later the patient experienced pelvic pain, dyspareunia, atrophic vaginitis, vaginal infection, urinary problems, mesh erosion, bleeding, bowel problems, vaginal scarring and loss of consortium. A revision/removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.